Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) is scheduled for a routine generator change out. Review of device data found there was a decrease in biv pacing. Technical services (ts) reviewed and found there is far field oversensing on the left ventricular (lv) channel from the intrinsic atrial signal. This is causing lv pacing inhibition. Subsequently, a revision procedure was performed and during the change out the lv lead setscrew was noted to be stuck in the header. Lubricant was used however; it was unsuccessful to remove. Ts provided other options to try however, the physician did not want to damage the lead or dislodge it, so he ended up cutting/removing the back of the head with a sonjur instrument. The terminal pin was exposed in which a hex wrench was used to push the lv lead. The device was successfully removed, and the lv lead currently remains in service. No adverse patient effects were reported.